Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic robotic prostate procedure, the device clips would not hold and was ejecting clips, they fell into the patent's abdomen. The clips were removed through the trocar. They used a second device to complete the procedure.